Manufacturer narrative:
Customer returned pump for an alleged pump error 25 alarm found on (B)(6) 2023. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25, replace battery alert/replace battery now alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 04:32:55.000 (B)(6) 2023 16:15:34.000 (B)(6) 2023 11:07:42.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 04:00:00.000, (B)(6) 2023 17:00:00.000 (B)(6) 2023 00:00:00.000, (B)(6) 2023 00:10:00.000, (B)(6) 2023 11:00:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 04:31:00.000, (B)(6) 2023 17:31:00.000, (B)(6)2023 17:41:00.000 (B)(6) 2023 00:31:00.000, (B)(6) 2023 00:41:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:10:58.000 (B)(6) 2023 08:18:04.000 and pump error 25 alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:00:00.000, (B)(6) 2023 16:00:00.000, (B)(6) 2023 16:10:00.000 (B)(6) 2023 14:00:00.000, (B)(6) 2023 18:00:00.000, (B)(6) 2023 22:00:00.000 the power management tool confirmed pump error 25 alarm, high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) and power loss alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found slight corrosion on the vibrator/power connector assembly noted. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a partially broken battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Pump error 25 alarm, high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) and power loss alarm were confirmed due to connector resistance j6/pcb1. During visual inspection, found slight corrosion on the vibrator/power connector assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 25- this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. The customer will discontinue using the insulin pump and will be returned for analysis.